Event description:
A complaint was reported to boston scientific corporation on a talon retrieval grasper used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, inside the patient, the physician noticed that the sheath did not appear to be fully covered at the distal end of the device. Upon removal from the patient it was confirmed that approximately 1cm of the sheath was missing. The device was inspected before use, and there were no anomalies noted. It was also noted that the missing sheath did not detach inside the patient and there was no resistance met when advancing the device through the scope. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Event description:
A complaint was reported to boston scientific corporation on a talon retrieval grasper used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, inside the patient, the physician noticed that the sheath did not appear to be fully covered at the distal end of the device. Upon removal from the patient it was confirmed that approximately 1cm of the sheath was missing. The device was inspected before use, and there were no anomalies noted. It was also noted that the missing sheath did not detach inside the patient and there was no resistance met when advancing the device through the scope. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patients' condition post procedure was stable.

Manufacturer narrative:
Analysis of the returned talon retrieval grasper revealed the prongs were extended and the outer sheath was kinked in several locations along the working length. The outer sheath was buckled approximately 49.5cm from the distal end. No part of the sheath was torn or split. The drive wire was bent approximately 24cm from the distal end of the handle luer cap. A function evaluation was performed and when the handle was actuated the prongs would open and close without issue. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information was not consistent with the complaint incident, and is therefore, not confirmed. It should also be noted that the evaluation of the returned device, which found sheath and pull wire kinks, is a non-reportable event.